Event description:
Pt had vaginal hysterectomy 9/25/95, with paraurethral suspension, percutaneous cystomy repair of cystocele and retrocele. A supra-pubic catheter was placed on 9/29/95. Catheter fell out at home 10/4/95. Pt went to ed and a 16 foley catheter placed.